Manufacturer narrative:
The reported event of noise was confirmed. As received, a partial lead was returned in four pieces, including the connector portion, middle portion, and distal portion. Visual inspection of the lead found an external insulation abrasion, breaching the outer insulation and exposing the outer coil due to friction with the device can. The cause of the reported events was isolated to the external insulation abrasion consistent with friction to the device can.

Event description:
Additional information reported that the system was explanted, including the competitor right ventricular lead, due to noise on the right atrial lead and far p-wave oversensing. The oversensing was discovered during a routine device follow up. The patient did not experience any complications from the procedure.

Manufacturer narrative:
Additional information was requested but not yet received.

Event description:
Related manufacturer reference number: 2017865-2021-31882. It was reported that the implantable cardioverter defibrillator and right atrial lead were explanted due to possible malfunction.